Event description:
The customer reported wash solution overflowed from the cap piercer blade wash station and reaction wheel temperature errors involving the unicel dxc 600i synchron access clinical system. The fluid spilled on the capped tubes near the blade wash collar. The customer had on proper personal protective equipment (ppe) consisting of gloves, a laboratory coat, and eye protection during the event. The customer then removed one glove and touched the solution to determine the identity of the fluid and assumed it was autogloss. The customer washed both hands thoroughly after contacting the fluid and stated there were no burns or irritation. The customer did not seek medical attention, and there was no operator injury associated with this event. Patient results were not impacted. As a precaution, beckman coulter instructed the customer to reanalyze all patient samples that were analyzed during the event, back to the last acceptable quality control (qc). The customer has an exposure control plan at the facility. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) discovered a small buildup inside the wash collar. The fse noted the waste vacuum valve was not operating properly and replaced the valve. After the valve replacement, the cap piercer washed the blade and vacuumed the waste properly. Alignments to the cap piercer were adjusted and performance was verified. The fse removed the reaction wheel and cleaned the fluid from the cap piercer and resolved the reaction wheel temperature error issue. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications. (B)(4).